Event description:
It was reported that the insulin pump made a high pitched sound and had missing pixels from the display screen. The customer stated that he removed and reinserted the battery, and the insulin pump alarmed an error alarm. Several other alarms were also observed in the alarm history. He stated that he had a black screen after the battery reinsertion, then received the alarm; he then saw the time set to 0 with a visible battery icon. The most recent blood glucose reading was 169 mg/dl. Upon troubleshooting, the insulin pump passed the self test. The presence of the black screen was intermittent, and the customer was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.